Event description:
It was reported that the patient underwent a right tka on (B)(6) 2018 during which a mistral air device was used to keep parts of the patient¿s body warm during the surgical procedure. It is alleged that the patient subsequently developed an infection as a result of contaminants introduced into the open surgical wound by the device. It is furthered alleged that due to the infection the patient underwent a two-stage revision.

Event description:
It was reported that the patient underwent a right tka on (B)(6) 2018 during which a mistral air device was used to keep parts of the patient¿s body warm during the surgical procedure. It is alleged that the patient subsequently developed an infection as a result of contaminants introduced into the open surgical wound by the device. It is furthered alleged that due to the infection the patient underwent a two-stage revision.

Manufacturer narrative:
The cause for the alleged patient infection during surgery could not be determined as insufficient information was provided.